Event description:
It was reported to philips that the heartstart xl defibrillator did not deliver a shock when the shock button was pressed during synchronized cardioversion. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.